Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion testing and no occlusion anomalies were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed a no delivery. The customer also had a trace of ketones and high blood glucose. The customer's blood glucose was over 300mg/dl. Customer's mother stated they changed the set and end of the cannula looked smashed. The customer's current blood glucose was 273mg/dl. During visual inspection the customer stated the insulin did not exit the tubing. Customer stated they had another reservoir for testing. Customer stated the insulin pump did not alarm a no delivery with manual prime. Advised customer changing the reservoir resolved the issue. Customer declined high blood glucose troubleshooting. The customer's blood glucose ranged between 213mg/dl-399mg/dl.